Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from patient that after attempting to charge my dbs twice for 2 hours each time, they called into patient services. The rep suggested they replace the cord but when they received the cord, they realized that they did not have a 1 common screwdriver. They called back who suggested they use an eyeglass screwdriver. They again tried to charge my dbs and this time after 2-3 hours, it charged. Patient did not do anything different this time than in the prior attempts.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger was not showing the screen that indicated the implantable neurostimulator (ins) battery was fully charged after charging the ins for 3 hours the past few nights in a row. The patient noticed that sometimes two of the coupling bars would go blank as they were charging the ins. The patient noted that they rotated the dial of the recharger antenna one of those nights, but that didn't make a difference. The patient stated that the recharger was charging the final quartile of the ins at the time of the call, and all coupling bars were filled in. Without the patient moving, they noticed two of the coupling bars went blank, but they filled back in on their own. Agent had the patient check the recharger antenna and they said it appeared to be in good condition. Agent reviewed that fluctuations in coupling could be contributing to ins charging sessions taking longer than normal. The patient said they will closely monitor coupling bars when they charge the ins tonight, and they will try to charge the ins for 5 hours. The patient said they will call back tomorrow if the recharger still doesn't indicate the ins battery as fully charged. Additional information was received that patient (pt) called back repeating information about their ins battery not showing fully charged after charging the ins for 3 hours the past few nights in a row and 5.5 hours last night. Pt said this happened after they missed their regular charging session, but when this happened in the past they were able to bring their ins battery level up to 100% by charging 3 days in a row, this is not happening this time plus they have an issue of black boxes not remaining black. Pt said they don't use adhesive discs to hold the disc in place because it was too hard to peel them off and they hold the antenna in place by holding it with their hand. Reviewed the option to transition to the wireless system and redirected to speak with their doctor. Pt said they are going to see their doctor today but were not interested because they were 85 years old. Offered to replace the recharger antenna to see if that would help them maintain coupling during charging. Reopened the case, reassigned to self to send request to repair. Pt also mentioned they were going to have an MRI in january, they may need to turn therapy off for it, when they had an MRI in the past the technician at the MRI facility did it, this will be a different facility. Reviewed MRI information and redirected to their doctor. Pt asked about turning therapy off for an MRI. Reviewed information offered and emailed pt the quickguide and manual for programmer.

Manufacturer narrative:
Additional information has been captured in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that they have the received the antenna but they do not have a screwdriver to change it out, but it is working anyway now. The caller reported charging for hours with no boxes. Reviewed efficiency boxes. The caller was charging while on the call and they were able to get 8 bars. It went down to 6 and then the caller got back to 8 with manipulation. The caller will continue to charge and try to get to full, they are at least 75% now.